Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. The patient was not hospitalized prior to death and passed away at home. It was not reported if automated peritoneal dialysis therapy was ongoing up until the time of death but automated peritoneal dialysis therapy was not being performed with a baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. The patient was not connected to the homechoice device at the time of death. The cause of death was reported to be myocardial infarction and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.